Event description:
The facility reported a colleague infusion pump with failure code 550:320:844:0000. It is unknown when this event occurred; however, it occurred during biomed testing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with 550:320:844:0000 failure was confirmed but not reproduced during product evaluation. The cause of this condition was determined to be a pinched rear speaker harness. The main speaker harness was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.